Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a therapeutic choledocholith procedure, the cable section of the subject device was identified as having six cracks. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The flat broken surface of the camera cable indicates that the camera cable was scratched by a sharp object, resulting in a break. Since there are other jagged fracture surfaces, it is presumed that the camera cable was torn as if it was torn off due to tensile stress applied starting from the traces of the sharp scratches. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable is flooded, and the main unit is flooded. Because of the tear in the camera cable, it was not possible to maintain the airtight seal, and water entered the interior, presumably resulting in flooding of the camera cable, main body, and charged coupled device. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a therapeutic choledocholith procedure, the cable section of the subject device was identified as having six cracks. The procedure was completed using the same set of equipment. There were no reports of patient harm.